Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and it was thought that the occlusion was associated with the cartridge. Reportedly, the customer was using a u-500 insulin in the cartridge. Upon changing the cartridge, the luer-lock became loose and a message appeared on the pump to use a new cartridge. The customer indicated that the cartridge would be changed. The customer's blood glucose (bg) level was 200 mg/dl and an insulin injection was used to address the bg level.